Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. The user is bilateral and therefore the parents do not know since when the child is not hearing with the left device. Re-implantation is considered.

Event description:
In situ testing showed affected channels. The user is bilateral and therefore the parents do not know since when the child is not hearing with the left device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
In situ testing showed affected channels. The user is bilateral and therefore the parents do not know since when the child is not hearing with the left device. The user has been re-implanted.